Event description:
During an angioplasty procedure of the left superficial femoral artery, this balloon ruptured at 12 atmospheres during its second inflation. The pt was a male (age unk). The vessel was described as severely calcified, moderately tortuous and the rate of stenosis was 95%. The product was properly inspected and prepped prior to use. The physician was able to cross the lesion with the guidewire without any difficulty. The balloon was advanced over the guidewire and placed at the lesion. The balloon was expanded to 12 atmospheres (atm) for pre-dilation. Not satisfied with the result, the physician pressurized the balloon a second time at 12 atm and the balloon ruptured. Therefore, the balloon was withdrawn out of the pt's body. Another balloon catheter (5x40mm/brand:unk) was used to successfully complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
The product will not be returned for evaluation and testing.